Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry doors did not fully shut and there was no drape material obstructing the system from closing. The system remained open slightly causing the system to be unable to spin. The system was attempted to be docked and undocked and it was discovered that the system would not dock. Home invalidation was attempted and the system would stop moving after extending all the way up. The site decided to proceed without the use of navigation. There was a 15 minute surgical delay and no impact in patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444 h3, h6) the system was serviced in the field and the door would not shut. The rotor was out of alignment. The rotor was aligned and system homed numerous times. System checkout was performed and the system performed as expected. No parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.